Event description:
The account alleged the bed has no electrical or manual function.

Manufacturer narrative:
The account replaced the power control module (pcm) and still has the issue. The account found the hand control created a short and the account replaced the sidecom board, the hand control and the f5 fuse on the pcm board to repair the bed.